Manufacturer narrative:
It is unknown when patient¿s infection began. Additional procode: hwc. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history records review has been requested. Code (B)(4) used to capture required surgical intervention and device removal. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient underwent a removal of proximal tibia plate, six (6) variable angle (va) locking screws and three (3) cortex screws on (B)(6) 2018 due to infection. The hardware was originally implanted on (B)(6) 2018. This was a scheduled removal with no intraoperative issues or post-operative issues. Procedure was completed successfully with no reported delay. There was no patience consequence reported. This report is for a 3.5mm va-locking compression plate (lcp) prox tibia plate small bend/12h/207mm/left. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 02.127.251; lot: l621812; manufacturing site: raron; release to warehouse date: october 20, 2017; the device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.